Manufacturer narrative:
An FDA medwatch notice was received from the FDA's medsun program, which provided additional information of patient age at the time of the event. The other information on the report was already previously submitted in the initial MDR 3012236936-2024-01153. The following field has been updated accordingly: section a2: age: 81 years. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section d6a: if implanted, give date: not applicable, as lens was removed/replaced during the same procedure. Section d6b: if explanted, give date: not applicable, as lens was removed/replaced during the same procedure. Section h3 - other (81): the device was not returned for evaluation as it was discarded; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record and complaint history for production order for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded intraocular lens (iol) was implanted and then had to be cut out. The surgeon thought it may have cracked while pushing the lens forward. Through follow-up, it was learned that the lens was prepared normally and during advancement of the lens through the cartridge, the surgeon felt a moderate/medium amount of resistance, but still advanced reasonably. When the lens was unfolded in the left eye, there was a chunk of central optic that had been flapped off, presumably from the plunger making contact. The issue was not due to use error, as the technician has loaded hundreds of lenses, used the same technique; besides the increased resistance, there were no other abnormalities until the lens was noted to be damaged. The iol was fully implanted and then removed and replaced with another johnson and johnson iol (same model and diopter) in the same procedure. There was no patient injury and no medical or surgical intervention was required. The device was discarded. Balanced salt solution (bss) (with no additives) at room temperature was used as a cartridge lubricant; introduced at the cartridge canopy. The average lens dwell time was less than 3 minutes. The initial advancement is performed by pushing forward slowly and turned slowly to advance and it is uninterrupted once past dwell position by the surgeon. No further information was provided.